Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217617091 was returned and analyzed. Visual inspection showed the shaft was broken at the lemo connector connection. No ECG signal wires were broken inside the shaft. Since the shaft was bent, the shaft integrity was already weakened and may have broke off during the transport. In conclusion, the reported shaft kink was confirmed through visual inspection. The mapping catheter failed the returned product inspection due to a broken shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter proximal end bent. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.